Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type v. Additionally there was evidence to reasonably support the following observation; ruptured and retroperitoneal bleed. The most likely cause of the loss of seal, or contributing factors could not be determined due to the lack of medical image studies surrounding the implant and event procedure. It could not be determined if the rupture cause the fall and subsequent fracture to the right hip or vice versa. There was no procedure-related harms detected; and, the patient was discharged in stable condition to a skilled nursing facility ten days post the secondary endovascular procedure and hip replacement. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted on (B)(6) 2013 with a bifurcated and a suprarenal extension. On (B)(6) 2017 the patient had a fall, broke his hip and was experiencing abdominal pain. The patient received a CT and there was blood in the abdomen and some contrast leak was seen, but the graft looked intact. The physician performed an angiogram but there was no apparent leak from the graft. On (B)(6) 2017 the physician elected to implant a main body, the final aniogram showed the leak was successfully resolved. The patient is reported to be doing well post procedure.